Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that during tubing piston did not detect reservoir. The numbers did not increase. The customer treated with pen. The customer was advised to discontinue use and revert to back up plan. The customer's blood glucose was unknown.